Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during routine check ,the cardiosave intra-aortic balloon pump (iabp) unit was observed by the customer having a damaged fiber optic connector. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse disassembled the cardiosave and replaced the fiber-optic connector (0012-00-1562). The fse tested the fiber-optic circuit with a tester. The unit passed all functional and safety tests to factory specifications. The iabp was returned to the customer. The following investigation was performed by the failure analysis and testing dept. (Fat) the failure analysis and testing dept. Received part number 0012-00-1562 rev. E, with a reported unit failure of the fiber optic connector being broken. The fat performed a visual inspection and found the part to be broken at the connection port. Fat was able to verify the reported issue. Retaining the part in the failure analysis and testing department per procedure.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.